Event description:
It was reported that during service of the cystonephrovideoscope the adhesive of the bending section cover has gaps. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.